Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that he was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer reported that the insulin pump has an unresponsive keypad. No significant events leading to the keypad issues were observed. Customer's blood glucose reading at the time of the incident was 941 mg/dl. Customer stated that the hospital treated his blood glucose levels with an IV of insulin. Customer declined to further troubleshoot for his high blood glucose. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked belt clip slot.